Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the minimally calcified left superficial femoral artery (sfa). A right femoral access was obtained and ultrasound was performed. The armada percutaneous transluminal angioplasty (pta) catheter was inflated to nominal pressure and ruptured after 2 inflations to 8 atmospheres (atm). There was resistance with the 6fr sheath during removal and some of the balloon material separated. The material was separated but still attached to the shaft so the whole balloon was pulled out through the sheath. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another armada was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture, difficulty removing the device and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.